Event description:
The manufacturer's representative reported that at pump replacement, the catheter was not aspirated per manufacturer's labeling and a bridge bolus was not performed. At implant, the pump was programmed to deliver new drug at a lower concentration of 25 mg/ml. 40 mg/ml concentration remained in the catheter and at the programmed settings, the pump would deliver 24 mg/day rather than the intended rate of 15 mg/day until catheter cleared in approx 6 hours. No pt symptoms were reported. A bolus was performed (time is unknown) and the pt "had no further problems and is fine now".